Event description:
The customer reported that the insulin pump display was frozen. Customer stated that the keypads were not working, she took out the battery and reinserted but it did not work. Customer got error message and customer's insulin pump froze. Troubleshooting was done. Customer's blood glucose was 334 mg/dl. The insulin pump was still frozen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump passed displacement and self tests. The insulin pump was monitored and functioning properly. No frozen screen, the time and date function properly noted and no unexpected battery type alarms noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.